Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and marionettes, juvéderm volift with lidocaine to the lips and juvéderm ultra xc in the glabella. The juvéderm ultra xc and juvéderm volift with lidocaine syringes were reused from the previous day. About 6 months after the injection, the patient developed granulomas on the lips and marionettes. There was no reaction to the cheeks and glabella. Patient was treated with hyaluronidase and clarithromycin. Patient was also given prednisone 3 days later and again another 11 days after the first prescription of prednisone. A week later, the patient was given another treatment with hyaluronidase. Eight days later, the patient was reviewed and the granulomas were smaller but still palpable on the lips and right marionette. Patient was given treatment with kenalog. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-01403 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan.